Event description:
It was reported to philips that the device does not work. Device has error code 7:34:10. The bench technician found the device had error_error 7:34:10, which is produced by a low charge in the high voltage capacitor. The high voltage capacitor needs replacing. It was determined that this was a malfunction of the high voltage capacitor. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not work. Device has error code 7:34:10. There was no patient involvement.